Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, with the prior sensor remaining in pairing before assistance was provided to change the sensor and initiate a new pairing, including confirmation of the sensor code and education on pairing time and warmup. No clinical signs, symptoms, or conditions were reported, and blood glucose levels were unaffected. Outcomes included user education and successful initiation of the pairing process without medical intervention or hospitalization. User support included troubleshooting steps with guided sensor replacement, verification of the sensor code on the ilet, and confirmation of expected pairing and warmup behavior. Investigation of this case revealed a pairing failure isolated to communication between the g7 sensor and the ilet, with no evidence of sensor hardware malfunction and no effect on glucose values. It was concluded, based on similar reports, that the cause was likely user setup or connectivity factors consistent with known pairing workflow issues.